Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The battery compartment reportedly was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/15/2015 with the following findings: the battery compartment was found to be cracked along the side and from the top traveling to the bumper. The battery compartment threads were also stripped; however, the returned battery cap was still able to secure to the pump. Unrelated to the complaint, the text on the display screen was found to be dim and had a red hue. Also unrelated to the complaint, all keypad buttons were found to be intermittently responsive. There was no evidence of physical damage to keypad cover. The keypad button cover was removed and contamination was found under all button key contacts. The audio bolus button was also found to be torn but was still found to be responsive to user input.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).